Event description:
It was reported that during the implant attempt, the physician was connecting the lead to the device and noticed there was blood inside the lead. The lead that was visible outside of the patient was cleaned, but it was noted the blood was inside the lead. The lead was cut and extracted and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the full lead was returned in segments. No anomalies were found. It was noted there was blood/body fluid (not obstructed) in the distal conductor. The outer tubing overlay had blood/body fluid. There was blood in/on the helix/lobe mechanism.